Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked the device and confirmed the above issue from error logs. Reset the connections of drive manifold and helium fill assembly but still problem persist. Verified the pneumatic connections and found no leakage. Also observed the issue that device was not booting up. Enter service diagnostics and found fault 124 and 58. Required drive manifold assembly, power management board, executive processor board for testing purpose. Fse visited the site and checked the device with testing spares. Replaced the drive manifold with new one. Reset the connections of transducers and solenoid valves but still error was same. For booting issue replaced the power management board, display monitor, coiled cable and reinstalled the software but still problem persist. In error logs found error codes 124 & 58. Visited the site with testing spares on 13-08-2025 and replaced the helium fill manifold assembly and backplane board for booting issue. Device passed the all functional and safety checks successfully. Device was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint: helium fill manifold assembly, backplane pcba. These parts were received with a reported unit failure of, not booting up and autofill failure. The failure analysis and testing dept. Performed a visual inspection and found part backplane pcba to be in good condition. The fat dept. Inspected part helium fill manifold assembly and observed that the part was disassembled. Please see attachment. The parts that were disassembled from what would be helium reservoir assembly, require a torque specification in which the fat dept. Is not equipped to do. The fat dept. Cannot further investigate the fill manifold assembly. The failure analysis and testing dept. Installed part backplane pcba into the cardiosave test fixture and tested the board to factory specifications per procedure revision f and the cardiosave service manual. The fat dept. Could not replicate the complaint of not booting up. The cardiosave booted up with no problem found. Backplane pcba passed testing. Retaining the parts in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1 (event site email), g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, investigation findings, component codes).

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, the cardiosave intra-aortic balloon pump (iabp) had a autofill failure alarm. No patient involved.